Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and loss of capture with no asystole. Also, patient experienced positional diaphragmatic stimulation. This lead was successfully repositioned without pericardial effusion. No additional adverse patient effects were reported.